Event description:
It was reported that the device lost power several times while monitoring a patient in transit. After each instance, the device was immediately powered back on and remained in use. There was no adverse patient outcome due to the device use. There were no further details on the event and/or the patient provided.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device event record and verified the reported issue. However, physio was unable to duplicate the reported issue and observed proper device operation through functional and performance testing. A conclusive cause of the reported event could not be determined.